Event description:
The manufacturer received a work order invoice for a simplygo mini portable oxygen concentrator due to the sieve beds having low o2; front screen was cracked; the battery pca was burnt; airside manifold leaking. There was no report of serious patient harm or injury. There was no report of medical intervention. The parts were replaced, and the machine was calibrated. This report is being submitted due to a thermal event on the battery pca. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.